Event description:
It is reported that: patient is experiencing pain since july. MRI shows fluid in joints. Patient has been in physical therapy. Patient reports that surgeon may need to perform revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.